Event description:
It was reported that during hernia repair procedure, the staples would not hold. The malformed staples were removed.. Another device was used to complete the case. There was no patient consequence.